Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 60 mm diameter and 100mm in length abdominal aortic aneurysm. The proximal neck was 21 mm in diameter and 50 mm in length. The aortic neck had 90 degree angulation. The left common iliac artery was 18 mm in diameter and the right common iliac artery was 20 mm in diameter. The right internal iliac artery measured 20 mm in diameter and the left internal iliac artery measured 18 mm in diameter. The right and left external iliac artery measured 8 mm in diameter. It was reported that the patient presented emergently with a ruptured abdominal aortic aneurysm. The patient was cognitively impaired and hemodynamically unstable, and after the physician consulted with the family it determined that an endovascular repair would be attempted instead of open surgery. The patient was taking warfarin. As the procedure started, heparin was not used. However, during insertion of the guide wire and sheath, thrombus was confirmed and heparin was started. The act was kept at 260 sec. The bifurcate was deployed about 15 mm distal to the renal arteries. Then the contralateral limb was implanted. During final angiography, a type I or IV endoleak remained. A 28mm aortic cuff was implanted 1cm above the main body. The angiography was again carried out and the left renal artery couldn¿t be confirmed. An endoleak remained, but the physician was unable to determine whether it was a type I or IV. The left side of the infrarenal aortic neck was curved, and it was confirmed to be accordion shaped. The entry site of the left renal artery had slight stenosis. The physician commented that he had no idea why an endoleak remained. It was highly possible that the patient¿s condition might have caused the endoleak. The physician believed the left renal artery would be fine, and the patient was transferred to the ICU. Right after entering the ICU, the patient¿s blood pressure dropped. Contrast enhanced CT (cect) found an endoleak, which was a possible type iii or type IV, near the flow divider, and there was a wide intra-abdominal hemorrhage. It was diagnosed as a rupture from an unknown endoleak. The physician consulted with the patient¿s family again, but they would not consent to an open conversion, and the patient expired early the next morning. The cause of death was reported to be rupture due to an unknown endoleak. The patient¿s family did not consent to an autopsy. The physician commented that the patient¿s age and condition made this a difficult case to treat. A review of returned films pre-implant revealed an extremely angulated proximal neck; greater than 90 degrees. The suprarenal angulation was also greater than 90 degrees. The proximal neck flow lumen diameter measured approximately 14-16 mm. The maximum diameter of the ruptured aaa was 6cm. Cta images same day post-implant showed that the bifurcate and aortic cuff were placed within the angulated neck; the aortic body was angulated approximately 90 degrees to the limbs. The ipsilateral limb and extension were within the left iliac, and the contralateral limb crossed over the ipsilateral limb and landed into the right iliac. Contrast was seen within the proximal sac. The type and cause of the endoleak could not be confirmed. This may have been a proximal type I endoleak (likely due to the very angulated neck), but cannot rule out a type iii fabric or type IV. Portions of a 1 hour video during the implant angio were also reviewed. The bifurcate was brought up the left side and implanted 1-2cm's below the renals. After the ipsilateral limb was deployed, the contra limb was advanced and deployed with appropriate overlapping. An ipsilateral extension was then placed into the left iliac. Final angiography showed a slight amount of contrast in the proximal sac. The origin of the endoleak could not be confirmed. After ballooning, an aortic cuff was implanted just proximal to the bifurcate, and contrast injections showed some contrast filling in the sac. The endoleak source again could not be determined. This may have been a proximal type I endoleak, but cannot rule out a type iii fabric or type IV.

Manufacturer narrative:
Evaluation methods: (film review). Evaluation results: inherent risk of a procedure (endoleak, death). Patient¿s condition affected effectiveness of device (pre-operative rupture). Unapproved use of device (90 degree neck angulation, pre-operative rupture). (Insufficient information; cause of the endoleak is unknown). Evaluation conclusions: known inherent risk of a procedure (endoleak, death). Off ¿label, unapproved or contraindicated use (90 degree neck angulation, pre-operative rupture). Device failure related to patient condition (pre-operative rupture). (Insufficient information; cause of the endoleak is unknown).